Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had the entire monitor image went completely black momentarily, but it then returned to normal during inspection for use for a diagnostic endoscopy procedure. There was no patient involvement.